Event description:
Lasik vision correction surgery. Pt healthy and eyes healthy. No astigmatism (or minor) and minimal myopia. Pt did not notice the laser being calibrated prior to surgery. May not have been done. Computer print out shows discrepancy in the pulses actually delivered vs hz per second. Both eyes had numerous subconjunctival hemorrhages which may be due to anesthesia and microkeratome. Eyes painful, red, tired. Vision imbalance between eyes is now 3 diopters. Increased astigmatism. Must wear glasses constantly. Contact lens wear is poor to not possible. Have floaters in eyes now - possibly suction pressure of keratome ring. Vision is much worse since surgery. Permanent temporal scleral veins and pinguecula.